Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during preparation. The product was not available, and manual compression was performed for 20 minutes to achieve hemostasis. The procedure was completed using another mynx device. There was no reported patient injury. The device was prepared and used according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The device was used during a percutaneous coronary intervention procedure. The physician was trained and experienced with the device and had used it multiple times prior to this procedure. The device will be returned for evaluation.